Manufacturer narrative:
D10 concomitant product: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot#: n4m1450y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, one day post-operative of a gastric sleeve procedure where two reloads were used, the patient had staple line bleeding. The patient was reoperated to stop the bleeding. Exploratory laparotomy was done to remove blood and detect the bleeding site. The bleeding was in the gastric section and hemoperitoneum.